Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet bionic pancreas and subsequently discontinued use and requested a return. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no reported medical interventions, and no device alerts or alarms. Investigation included review of the complaint details and collection of device and supply return information. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device alarms reported and no device component issues identified based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.